Event description:
It was reported that the device could not be interrogated. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported communication anomaly was confirmed in the laboratory and was due to a low battery voltage. The device was opened and a new battery was connected in order to evaluate the electronic circuitry. All functional measurements and battery current drain measurements were normal. The battery was sent out to the vendor for further evaluation, and an internal battery anommaly was found, which caused the premature battery depletion.